Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material in the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. New information added to the following field(s): h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. Physical damage was not found at the foreign material residue points and from the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined, however, the foreign material may have been unremoved because the device was not reprocessed properly due to a leak from the scope cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-h185l/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.